Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention may be undertaken to address the issue. In turn, the patient was administered oral antibiotics to treat the infection.